Manufacturer narrative:
Initial and final MDR (B)(4).- MDR device 3 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 04-01-2024 patient reported that 10 infusion sets fell off during use. The infusion set was in use for 1-1/2 day. Blood glucose level at the time of event was noticed 175mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information was available.